Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission, competitive atrial pacing with functional loss of capture and auto mode switches were noted on the device. These atrial pacing events were found to be blanking r waves resulting in functional loss of capture as pseudo fusion. Programming changes were discussed. Few instances of post paced t wave oversensing were also noted. Programming changes were discussed. No intervention was made. The patient was stable and will continue to be monitored remotely.